Event description:
It was reported that there was an issue with the pump's time settings that required updating. There was no adverse impact to the customer¿s blood glucose level as the readings remained within normal range. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, with the customer acknowledging this guidance.